Manufacturer narrative:
Correction: describe event or problem, initial reporter facility name, FDA notified, report source other. Additional information: age at time of event, age unit, date of birth, sex, gender, weight, weight unit, patient ethnicity, patient race, report source, related report number grid.

Event description:
It was reported when clinician assessed patient, patient glucose is 95 mg/dl channel a was infusing insulin drip, channel b was off, and channel c was infusing dextrose 10% fluids. When the clinician reassessed patient an hour later it was noted patient glucose was 47 mg/dl. Channel b (screen blank) and c (dextrose 10%) were no longer infusing and channel d the screen was blank. "Interventions ordered" and patient monitored until stable. Pump was removed and replaced. Additional information was received. Testing was completed by third party servicer and the issue was unable to be duplicated. A copy of the medwatch report from FDA was received, which states, ¿the rn went in to assess the patient's fluid infusing and saw that channel a was infusing an insulin drip, channel b was turned off, and channel c was infusing a dextrose infusion in morning [time redacted]. When the nurse returned an hour later [time redacted], channel c had a blank screen and was no longer infusing the dextrose. The patient became hypoglycemic, but did not incur harm. The channel pump was noted to have a connectivity issue, but this piece of equipment was a rental through [company name redacted]. Channel returned to [company name redacted] for service.".

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported when clinician assessed patient, patient glucose is 95 mg/dl channel a was infusing insulin drip, channel b was off and channel c was infusing dextrose 10% fluids. When the clinician reassessed patient an hour later it was noted patient glucose was 47 mg/dl. Channel b (screen blank) and c (dextrose 10%) were no longer infusing and channel d the screen was blank. "Interventions ordered" and patient monitored until stable. Pump was removed and replaced. Additional information was received. Testing was completed by third party servicer and the issue was unable to be duplicated.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that there was an si pump shutdown could not be confirmed; no products or device logs were returned for investigation. Root cause: the root cause for the reported issue of an si pump shutdown was not determined because no products or device logs were returned.

Event description:
It was reported when clinician assessed patient, patient glucose is 95 mg/dl channel a was infusing insulin drip, channel b was off and channel c was infusing dextrose 10% fluids. When the clinician reassessed patient an hour later it was noted patient glucose was 47 mg/dl. Channel b (screen blank) and c (dextrose 10%) were no longer infusing and channel d the screen was blank. "Interventions ordered" and patient monitored until stable. Pump was removed and replaced. Additional information was received. Testing was completed by third party servicer and the issue was unable to be duplicated.